Manufacturer narrative:
(B)(4) - heaviness of the feet. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: schechtmann g, lind g, winter j. Meyerson ba, linderoth b. Intrathecal clonidine and baclofen enhance the pain-relieving effect of spinal cord stimulation: a comparative placebo-controlled, randomized trial. Neurosurgery. July 1, 2010;67(1):173-181. Summary: the aim of this study was to elucidate whether intrathecal clonidine or baclofen enhances the effect of scs in neuropathic pain pts in whom the pain relieving-effect of scs is inadequate. The scs systems included the following devices: percutaneous 4 (quad leads) or 8 (octad leads) pole electrodes, a plate electrode (resume), and neurostimulator itrel 3, itrel 2, xtrel, or synergy. For long-term intrathecal drug administration, programmable pumps synchromed ii were used. Ten pts (5 men, 5 women) with (B)(6) were recruited into this study. All pts had a confirmed diagnosis of chronic neuropathic pain, in some cases associated with a nociceptive pain component. Lioresal 0.5 g/ml was used for baclofen. Together with scs, all doses of baclofen (25, 50, and 75 mcg) or clonidine (25 and 75 mcg) produced a significant enhancement of pain relief. Reportable event: dizziness, heaviness of the feet, and sedation were adverse effects reported during long-term baclofen therapy by 1 pt (patient 7). The initial dose was 75 mcg/day and was subsequently augmented to 85 mcg/day. The same pt had severe headache caused by intracranial hypotension for 15 days after pump implantation. This complication, related to csf leakage after the insertion of the intrathecal catheter, resolved spontaneously. This pt was followed for 7 months. The daily analgesic consumption was decreased following therapy and the pt experienced some improvements in activities of daily living.